Event description:
During a pvi procedure with the ensite x system and the tactiflex ablation catheter the patient got a pericardial effusion. The effusion was diagnosed by ultrasound. The catheter worked well with no anomalies. The patient became bradycardic then went asystole. Cardiopulmonary resuscitation was performed. After fluid drainage and CPR, the patient is in a stable condition.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.